Manufacturer narrative:
A copy of the operative report was received on (B)(4) 2012. Based on the operative report summary, the aorta was opened transversely and a heavily calcified tri-leaflet valve was visualized. Exposure of the valve was made difficult by the calcification of the aorta, which made it non-pliable and fairly rigidly fixed anteriorly. There was heavy calcification around the left main ostium. The valve was debrided, the calcium was removed, and the ventricle was irrigated. The subject valve was sewn in place with horizontal mattress sutures. The patient was fully rewarmed and allowed to recover. There was excessive vent return, and the heart filled and required multiple defibrillations. When warm, the vent was removed, and cardiopulmonary bypass was terminated. It was clear there was excessive aortic insufficiency, and this was perivalvar on echocardiogram. The patient was returned to bypass and cooled. The sutures were removed from the ascending aorta. It became apparent that the valve had dehisced partially underneath the left coronary ostium. This was extremely difficult to see because of the heavy calcification around the ostium. The valve was excised, and all pledgets were removed. It was necessary to endarterectomize the aorta around the left main ostium in order to gain adequate exposure and to place deep enough stitches to guard against re-dehiscence. A new edward's valve was used and after preparation was sewn in with horizontal mattress sutures. This time, after seating the valve, there appeared to be a good coaptation, although again one reinforcing stitch was placed underneath the left main. The patient was rewarmed as the valve was tied in place. The patient was again re-warmed and allowed to recover. The patient was taken to the cardiac surgery unit in fair condition. Based on the operative report, the source of the excessive aortic insufficiency found on echocardiogram was because the valve has dehisced partially underneath the left coronary ostium. Additionally, it was noted that there was heavy calcification around the ostium. The left main ostium around the aorta was endarterectomizein order to gain adequate exposure and to place deep enough stitches to guard against re-dehiscence. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant due to aortic regurgitation. The surgeon has indicated that explant was not related to a malfunction. Unfortunately, no other details were provided. The explanted device was replaced with another edwards bioprosthetic valve; same model/size.

Manufacturer narrative:
Device not returned. Due to patient privacy regulations, the health-care provider was not able to release any additional information (e.g. Operative report, discharge summary). The valve was also not returned; therefore, the root cause of this event could not be investigated. The surgeon has indicated that there was no device malfunction. The device history record (DHR) review is currently in process.